Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during fill 1 of treatment. The patient cancelled treatment and noticed fluid leaking from the patient connector. The set has been discarded. During follow up, the patient reported that there were no serious injuries or complications. The patient's effluent remained clear. The patient's peritoneal dialysis nurse was notified of the event. The patient was not prescribed any prophylactic medication. There are no adverse events reported at this time.